Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 05/09/2025. The patient reported via maude that she experienced a failure in her continuous glucose monitor (cgm), stating that ¿no blood sugars were being reported.¿ she described receiving sporadic readings and awoke during the night diaphoretic and shaking, with no cgm readings available at that time. A fingerstick blood glucose (bg) measurement showed a value of 46 mg/dl. The patient treated hypoglycemia with carbohydrates, which reversed the symptoms. The patient noted that had she not awakened, the event could have resulted in a life-threatening situation due to hypoglycemic shock. Earlier on the same day, (B)(6) 2025, the cgm displayed an estimated glucose value (egv) of low, while a concurrent bg reading was 245 mg/dl, indicating a significant discrepancy. At that time, the patient was reportedly asymptomatic and did not treat hyperglycemia. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5168792. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on 04/23/2025. It was reported that no readings occurred. The patient reported via maude that she experienced "no blood sugars being reported" on her continuous glucose monitor (cgm). She noted receiving very sporadic readings and woke up diaphoretic and shaking, with no readings available. Her blood glucose (bg) was 46 mg/dl at the time. The reversal of hypoglycemic shock was not described in the report. It was noted that had she not woken up, the event could have resulted in a life-threatening situation. Earlier the same day on (B)(6) 2025, the estimated glucose value (egv) was low while her bg was 245 mg/dl. There was no mention of symptoms or treatment for hyperglycemia earlier in the day. Additionally, there was no documentation of further medical evaluation or intervention. Of note, the patient uses a tandem t: slim insulin pump in a modified closed-loop system. No other details were provided, and multiple attempts to contact the reporter were unsuccessful. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.